Event description:
International customer reported that a needle broke during surgery. All fragments were retrieved. No adverse patient consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.